Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 900 mg/dl range. Ketone level was high. Customer went to the emergency room and was admitted to the hospital for elevated bg/diabetic ketoacidosis (dka). Customer was lethargic and vomiting. Healthcare provider identified ketones as being dangerous. Intravenous insulin was administered. Bg/dka were resolved and customer was discharged on (B)(6) 2018 with no permanent damage. Reportedly, cause of event was due to a large air gap or blockage in the tubing. A system check was unable to be performed, as tandem technical support was not contacted at the time of the event.